Event description:
It was reported that the customer was admitted in the intensive care unit due to seizures and low blood glucose of 140 mg/dl. Troubleshooting was performed. The programming in the insulin pump was correct. The mother stated that he was not connected during rewind/prime. The caller indicated that the reservoir is showing less insulin than the status screen shows. The customer¿s glucose reading at time of call was 50 mg/dl, and the mother stated that his son needs a bolus to raise his glucose. Advised the caller to contact his doctor regarding the low glucose and call back if issues persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.